Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in via phone call stating that during the last ten days, his pump has shut off by itself about four times during normal use and then turned on again. His blood glucose is 14 mmol/l. He said that he was receiving several pump error alarms. One of the alarms is a software error. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error. No unexpected shutting down or powering off noted during testing. The pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.